Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device's min button would not work. Completed the case with the device with no pt consequence.